Manufacturer narrative:
The patient stated she had called several times and no one ever told the patient that her transmitter was due to be replaced and was told she was having only sensor issues. On (B)(6) 2013, the patient called to report early sensor shut-off (ess) prior to double blood drop prompt (dexcom service request: (B)(4)) and the patient was informed by dexcom technical support that her transmitter was seven months old - therefore the transmitter was out of warranty at the time and needed to be replaced. The patient indicated at the time she was leaving on a trip and was not able to send data at that time. Unknown (rx or otc, misspelled): dexlyane (???). Otc and dietary supplements: aspirin 350 mg, vitamins.

Event description:
Patient called to report that she experienced low blood sugar on (B)(6) 2013 after eating breakfast, while on a cruise ship. The patient fainted on the stretcher on the way down to medical, the patient had a low sugar at 24. The patient was put on a stretcher, had IV inserted, had blood drawn, and was given glucagon. The patient was in the cruise ship's emergency room (ER) for five hours. The medical team was able to get her blood sugar elevated, and patient was release. The patient reported being fine at the time of the report. The patient reported that they were not wearing the dexcom product at the time of the event.